Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 neopuff infant resuscitator is "broken". This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the fascia and valve system of the complaint device was returned and visually inspected. Results: the visual inspection revealed that the gas outlet port has broken off the manifold. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas outlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient."

Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 neopuff infant resuscitator is "broken". This was found prior to patient use.

Manufacturer narrative:
(B)(4). We are currently endeavouring to retrieve the complaint device from the customer. We will provide a follow up report upon completion of our investigation.